Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device never worked for them since implant and they want it removed. The caller noted that the hcp "pinched" their bladder and had to put in a catheter and they never stopped leaking. The caller reports that the battery is completely dead and it doesn't even turn on. Emailed link to physician listings. Caller noted that they do not have an ID card, but declined the offer of one, stating that they don't want an ID card, they want it explanted. Caller was escalated that no one told them about the head only MRI when they were implanted. Agent reviewed that it is in the patient manuals. Reviewed that full body MRI conditional systems were not on the market at the time that this patient was implanted.

Event description:
Additional information was received from the patient. They reported the previously reported event. The patient was asking if they could have an MRI of their heart. The agent reviewed MRI eligibility was restricted to head conditional only and redirected the patient to discuss this with the physician who was ordering the MRI. The patient expressed that they would like to have the device removed but did not have a current managing physician. They had previously seen a new physician about their wishes to have the device removed but the physician wanted to order other urinary tests on the patient first. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.